Event description:
It was reported that a xience v stent delivery system (sds) was prepared and advanced to an unspecified target lesion. The balloon was deployed and was it noted that there was no stent on the balloon. The stent was located on the table and had dislodged from the balloon before insertion on the guidewire. Another stent was used and there was no clinically significant delay in procedure or therapy. There was no adverse patient effect. No further information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the xience v stent delivery system (sds) was not returned. Only the stent implant was returned, confirming the reported dislodgement. There was no blood or contrast visible on the stent implant. The entire length of the stent implant was flattened. The measurements of the stent implant were not taken due to the damage noted. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacturing, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. It is possible the stent was inadvertently handled during preparation, resulting in the noted stent damage and dislodgement; however, this could not be confirmed. Return of the sds may have aided in the investigation and determination of cause. Reportedly, the sds was advanced to the lesion and the balloon inflated before it was noted the stent was missing. It should be noted the xience v and xience nano everolimus eluting coronary stent system instructions for use states: prior to using this device, carefully remove the system from the dispenser (package) and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. However, it does not appear that the failure to inspect the sds prior to use contributed to the stent dislodgement. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot, indicating all lot release testing met specification. A query of the complaint handling database was performed and revealed no similar incidents reported for stent dislodgment. There is no indication of a lot specific product quality deficiency. All stent delivery systems are visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.